Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 25-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated the high blood glucose test results were due to him having covid which was affecting his blood glucose. Customer stated he has a follow-up doctor's appointment scheduled to see if his doctor recommends increasing his medication. Customer felt well at the time of the follow-up call and did not report any symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 188, 170, 197, 141 and 150 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2021 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 02-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.